Event description:
Philips received a complaint from the customer reporting no tidal volume on the v200 ventilator. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp determined the issue was due to a dirty air filter. The filter was replaced. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.